Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the lead had migrated, and the patient was having a bilateral shocking sensation in the leg at night. The patient indicated that the controller hadn¿t been charged, and it could not be confirmed whether the patient was referring to the controller or ins. A healthcare provider (hcp) reported that the ins was dead, but the manufacturer representative thought that this might be speculation. No further complications are anticipated.